Event description:
A materials manager reported a system message was displayed during a procedure. Following an eight to ten minute delay to exchange the system, the procedure was completed with no harm to the patient.

Manufacturer narrative:
A review of the service report indicates the customer reported that the system is displaying a system message regarding excessive ambient light, and fluidics is unavailable. The customer stated that they restarted the system and no more problems were noted. The customer cancelled the service call. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).